Manufacturer narrative:
The product was not returned for analysis. As no catalog and sterile lot number were available, a device history record review and lot history review could not be performed. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors/user handling may have contributed to the reported event.

Event description:
During deployment of the 100 mm smart control in a tightly stenosed superficial femoral artery (sfa), it was reported that the stent did not fully deploy. It appeared to deploy approximately 40% of it's labeled length. The stent appeared scrunched up on itself. Post-dilation with a balloon was performed, but this resulted in the stent bending. A cut-down was performed, the stent was removed and a bypass graft was placed. The target lesion contained a tight stenosis in the sfa, which was resistant to angioplasty. The patient was reported to be doing fine.